Manufacturer narrative:
(B)(4). Date of follow-up report: 09.1-8-15.

Event description:
Per physician report the patient received excess fluid during the procedure which led to an elevated blood pressure and pulmonary edema. The fluid was blood tinged due to the biopsy as expected. The procedure was aborted and the patient was intubated and treated with lasix. The patient recovered overnight, was extubated, and discharged to home. The physician reports there was no difficulty with the (B)(4) navigation system or the biopsy tools.

Event description:
The patient experienced bleeding and developed pulmonary edema during a superdimension procedure. The procedure was aborted. The patient was intubated and hospitalized overnight and discharged the following day. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the device history record (DHR) of the system console. If additional information pertinent to the incident is obtained a follow-up report will be submitted.